Event description:
It was reported that there was no stimulation sensation. The reporter stated that this had happened before and they 'rewired through other wires' but now it wasn't working at all. It was unclear what was meant by 'rewired through other wires.' The patient was at work when this occurred and did not have his patient programmer or recharger. It was reported that the stimulation wouldn't go up or down or come on. It was noted that the patient's recharger worked and the device was fully charged. The patient stated that he thought it was the wires because he had broken two wires before. The reporter stated that the patient could turn the device on and off with the recharger but he 'didn't turn it off, it just quit working.' It was reported that the patient couldn't turn the device on or off with the recharger or patient programmer, but was able to before. It was unclear if the device could be turned off with the recharger or not. The patient didn't recall if stimulation was on or off the last time he synced the device with the patient programmer or recharger. It was reported that the problem occurred on the day of the report. It was also reported that the patient had been having problems with it for a month or so, 'going off the wall, turning off and on.' It was unclear if 'it' referred to the device or the patient programmer, and it was unclear how long the patient had problems. It was noted that the patient wanted a diagnostic test done on the stimulator. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n231804, implanted: (B)(6) 2009, product type accessory. (B)(4).